Event description:
In 2003, patient had surgery and 4 screws were implanted. After 3 months time, two of the screws broke. It was reported that the screws broke after a diving injury. A revision surgery was performed 5 months later to remove the broken screws.